Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that during a review of remote monitoring, this left ventricular (lv) lead exhibited one instance of possible lv loss of capture at the programmed output 4.5v at 2.0ms. It was noted the lv lead had high pacing threshold measurements since implant. An email was sent to the clinic as notification. No requests for assistance were received. No adverse patient effects were reported. The lead remains implanted and in service.